Manufacturer narrative:
Remains implanted.

Event description:
It was reported that during the right internal carotid artery-ophthalmic c6 segment aneurysm treatment, physician was unable to resheath the subject flow diverting stent due to resheath pad failure leading to inappropriate implantation of the subject stent. Complex maneuvers were performed with a stent retriever to reposition the subject flow diverting stent. The procedure was completed successfully by implanting two other non-stryker flow diverting stents.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deployed prematurely during use¿ and 'flow diverter stent difficult/unable to re-captured into microcatheter'.

Event description:
It was reported that during the right internal carotid artery-ophthalmic c6 segment aneurysm treatment, physician was unable to resheath the subject flow diverting stent due to resheath pad failure leading to inappropriate implantation of the subject stent. Complex maneuvers were performed with a stent retriever to reposition the subject flow diverting stent. The procedure was completed successfully by implanting two other non-stryker flow diverting stents.